Event description:
Reportedly, a piece of orange shred-like material came off the instrument and fell into the cavity. Particles was retrieved without any injury to the patient. Procedure type: lap. Colon.